Manufacturer narrative:
The following devices were also listed in this report: trident hemispherical cluster hole shell; cat#:502-11-54e; lot#:43402401. A 6.5 cancellous bone screw 20mm; cat#:2030-6520-1; lot#: mmm3r7. A 6.5 cancellous bone screw 30mm; cat#:2030-6530-1; lot#: mmhjwx. Delta v-40 ceramic head 36/-5; cat#:6570-0-036; lot#:44348301. Size 4 accolade ii 132 deg; cat#:6720-0435; lot#:43367701. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had pain after primary left hip surgery. Patient complained of having issues with her hip and feeling discomfort. She stated she can barely lay on her left side and has difficulty walking; her back hurts as well.